Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: updated h6: health effects - health impact, d3, g1, g2 email address: regulatory.responses@icumed.com., corrected data: h10 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device had a leakage. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.